Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited ventricular undersensing due to the programmed refractory periods. The pulse generator was explanted and replaced with an implantable cardioverter defibrillator on (B)(6) 2015. The procedure went well and the patient was in good condition post procedure.